Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were unable to be confirmed by analysis.

Event description:
Boston scientific received information that there was noise and oversensing on the competitor's right atrial (ra) and right ventricular (rv) leads that are connected to this cardiac resynchronization therapy defibrillator (crt-d). Initially there was no inappropriate tachy therapy delivery and no asystole greater than two seconds was noted. There were no out of range lead impedances. The noise was not able to be reproduced in the clinic, and programming changes were made in an attempt to mitigate future episodes. However, additional information was recently received that there was a sinus tachycardia appropriately detected, and discriminated, in a therapy zone and treatment was withheld. However then noise and oversensing occurred, and the patient's heart rate was still in the therapy zone, and this caused multiple shocks to be delivered and therapy exhaustion. There were no adverse patient effects. The patient was advised to take medications as prescribed to prevent further sinus tachycardia in the therapy zone. At this time, the system remains in service and the plan is to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that due to noise on the competitor's right atrial (ra) and right ventricular (rv) leads, that was reproducible with isometrics, surgical intervention was performed and the leads were replaced; the likely cause was thought to be subclavian crush. The ra lead was surgically abandoned and the rv lead was explanted. The generator was also replaced so that the new device could support the new model of right ventricular (rv) lead the physician implanted. No additional adverse patient effects were reported.